Manufacturer narrative:
(B)(4) neuropace is pending return of the explanted product.

Event description:
The patient was seen in clinic on (B)(6) 2025 and all rns neurostimulator measurements were in normal range for battery and impedance. On (B)(6) 2025 the neuropace fce attended the patient clinic visit. The rns neurostimulator was unresponsive to interrogation. The last download and data transfer was on (B)(6) 2025. The fce confirmed the patient had not had any falls, medical procedures, or exposure to any electrical activity since (B)(6) 2025.

Event description:
Investigation results reported in section h10. Original report -the patient was seen in clinic on (B)(6) 2025 and all rns neurostimulator measurements were in normal range for battery and impedance. On (B)(6) 2025 the neuropace fce attended the patient clinic visit. The rns neurostimulator was unresponsive to interrogation. The last download and data transfer was on 06/03/2025. The fce confirmed the patient had not had any falls, medical procedures, or exposure to any electrical activity since (B)(6) 2025.

Manufacturer narrative:
(B)(4). Investigation results - this device was subject to severe impact forces as evidenced by the deformed device can. The telemetry coil exhibited signs of physical damage consistent with the deformation of the device case. The coil was confirmed to be open. This is consistent with the device becoming non-responsive to telemetry. No information is available concerning the source of the impact that damaged this device.